Manufacturer narrative:
Product ID 8703w, lot# l38030, implanted: 1996 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient experienced baclofen withdrawal. The patient experienced symptoms of sweats, high blood pressure, and a burning sensation around the chest area. On 2013 (B)(6), the patient was hospitalized. On the same date, the device was interrogated and revealed normal results. The healthcare provider (hcp) suggested having the patient¿s oral baclofen increased. On 2013 (B)(6), a dye study was performed and revealed normal results. On 2013 (B)(6), the event outcome was resolved without sequelae. It was indicated that the event was related to the drug and the device or therapy. It was indicated that the event severe in severity. The cause of the event and interventions/treatment performed were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later reported a catheter access port (cap) contrast study was done on (B)(6) 2013 and results normal. The type of baclofen being used was oral baclofen.

Event description:
The patient&#38112;oral baclofen dose was decreased. The device system was delivering baclofen and morphine.